Manufacturer narrative:
(B)(4). The device was returned. A visual and dimensional inspection was performed on the returned stent implant. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the instructions for use states: prior to using the multi-link vision rx coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The investigation determined that the reported stent dislodgement appears to be related to circumstances of the procedure due to inadvertent mishandling during protective sheath/stylet removal. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed to treat a lesion in the right coronary artery (rca) with moderate calcification. The 4.0 x 18 mm vision stent delivery system (sds) was advanced without issue, and the stent was thought to be deployed; however, after removal of the sds, the stent was not seen in the lesion. The packaging was checked and the stent was found still on the mandrel. A new non-abbott sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.